Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that decreased sensing, increased threshold and increased impedance were observed. Lead dislodgement suspected. The lead was explanted and successfully replaced when repositioning was unsuccessful. Patient was stable post procedure.